Event description:
It was reported that following the implant of a transcatheter aortic valve, an unspecified valve failure occurred.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d1, d4, d6a, e1, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately 8 years following the implant of the valve, a transesophageal echocardiogram (tee) was performed that revealed moderate-severe valve gradients, and mild-moderate paravalvular leak (pvl). It was reported that treatment options were being evaluated.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, an unspecified valve failure occurred. Additional information was received that approximately 8 years following the implant of the valve, a transesophageal echocardiogram (tee) was performed that revealed moderate-severe valve gradients, and mild-moderate paravalvular leak (pvl). It was reported that treatment options were being evaluated. Additional information was received that the tee was performed 4 days after the valve failure was identified. Treatment has not been scheduled as the physician is not certain that treatment will be carried out.

Manufacturer narrative:
Image review: a case report, a cross-sectional calcification image, and one 3mensio video clip from imaging services dated 3/16/2026 were provided. CT imaging is affected by noise artifact, resulting in blurry images. The evolut implant appears under-expanded, with calcification observed outside the tav at all native cusps. Implant depth measures 6.1 mm beneath the left coronary cusp (lcc) and 5.8 mm beneath the right coronary cusp (rcc). Possible calcification is seen inside the tav frame near the non-coronary cusp (ncc). Evolut commissures are severely misaligned with the native commissures. Possible hypoattenuated leaflet thickening (halt) and/or thrombus is observed on the commissure alignment image. Additionally, possible plaque or thrombus versus inadequate contrast filling is noted in the left atrial appendage (laa). 3mensio video clip review: possible calcification is seen inside the tav near the lcc and ncc, though visualization is limited by noise artifact. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.